Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the left bottom corner. There was check clutch/ plunger lever error in history. Reported problem was able to be duplicated during flow and occlusion test. The root cause of the reported issue was found to be normal wear. Pump is over 11 years old. Actions were taken to mitigate the reported issue: replaced clutch half's left and right with leadscrew and spring. Replaced damaged top case. UDI information is unknown.

Event description:
It was reported that the device was presenting with check plunger sensor error. No patient injury was reported.